Manufacturer narrative:
Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using thums due to blank display. Unable to verify pump error's 23, 24 and 29 alarms due to download difficulties. Pump was cut open to perform visual inspection and moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly and vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case near belt clip rails, cracked keypad overlay at select button and fading serial number label. Blank display was confirmed during analysis due to moisture damage on the electronics assembly. Unable to verify pump error's 23, 24 and 29 alarms due to download difficulties. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced display anomaly-blank display, pump error 23 (post-reset ram crc alarm), pump error 24 (this alarm is generated when a power failure is detected), pump error 39 (motor current error detected). The customer reported no adverse event. The event involved product(s) mmt-1884l. Customer reported receiving a pump alarm. Customer was not able to clear the alarm. Customer reported a blank display. Display returned after being blank for less than 30 seconds. Battery cap contacts were not damaged or corroded. Customer reported receiving a pump error. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.